Event description:
Acct. Reports leaking under the roller clamp after the roller clamp is unclamped. No samples available as they are contaminated with chemo. No patient or staff injury reported although they are exposed to chemo due to the spills.